Manufacturer narrative:
H.6. Investigation summary no samples (including photos) were returned as of 23 april 2020 therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch # 9210531 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200842492, 200842026, 200842264] noted that did not pertain to the complaint. Investigation conclusion bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that needle hub separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported that the needle hub separated and stayed inside of the shield. Issue involves more than one bag, consumer said that she gets the syringes by the bags not a complete box. She is not sure if the lot # are the same, she does not have the other bags."

Manufacturer narrative:
The following fields have been updated with additional information: d.10. Device available for eval? Yes d.10. Returned to manufacturer on: 2020-07-13 h.3. Device returned to manufacturer: yes h.3. Device eval by manufacturer: yes h.6. Investigation summary: level b investigation - complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: a complaint history check was performed and this is the 4th related complaint for needle hub separates on lot # 9210531. Investigation summary: customer returned (2) 1/2cc, 8mm, 31g syringes in an open poly bag from lot # 9210531. Customer states that the needle hub separated into needle shield. Both syringes were returned with the hub-needle/shield assembly separated from the barrel. Samples will be forwarded to manufacturing (holdrege) on 16jul2020 for further review. A review of the device history record was completed for batch # 9210531 all inspections were performed per the applicable operations qc specifications. There were three (3) notifications [200842492, 200842026, 200842264] noted that did not pertain to the complaint. Investigation conclusion: based on the samples and/or photo(s) received the investigation concluded: - confirmed: bd was able to duplicate or confirm the customer¿s indicated failure complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: as per investigation completed by manufacturing under investigation child 1685430, on 14jul2020, holdrege received photo complaint. A visual evaluation of photo found (2) syringes with no needle assemblies attached. There did not appear to be any damage to the tip of the barrels, or anywhere on the syringes. There did not appear to be any core pin damage on the needle assemblies. Process summary: automatic syringe assembly machine, which feeds 1/2ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and notifications were looked at, nothing pertaining to this defect could be found. Root cause for this defect cannot be determined. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time. H3 other text : see h.10

Event description:
It was reported that needle hub separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter. "Consumer reported that the needle hub separated and stayed inside of the shield. Issue involves more than one bag, consumer said that she gets the syringes by the bags not a complete box. She is not sure if the lot # are the same, she does not have the other bags."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9210531. Medical device expiration date: 2024-08-31. Device manufacture date: 2019-07-29. Medical device lot #: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle hub separation occurred during use with a bd insulin syringe with the bd ultra-fine¿ needle. The following information was provided by the initial reporter, "consumer reported that the needle hub separated and stayed inside of the shield. Issue involves more than one bag, consumer said that she gets the syringes by the bags not a complete box. She is not sure if the lot # are the same, she does not have the other bags."